Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless pacemaker, multiple attempts of deployment were attempted due to high thresholds. It was also identified that the grey deflection button no longer worked properly. Both the device and the delivery system were attempted/not used and replaced. When removed from the body it was found that the delivery system was not deflecting properly. No patient complications have been reported as a result of this event.